Manufacturer narrative:
MFR states,"...burst is characteristic of over inflation.

Event description:
It was reported that the balloon on this gastrotomy tube burst in use. The alleged product was sent to the dealer's product assurance dept without any further info. Pt's info was not available either.